Manufacturer narrative:
Update: d4, d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. Correction: gtin.

Event description:
It was reported that the device was slow braking during a demo visit at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device was slow braking during a demo visit at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.